Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 2.6, second test inr = 1.0, third test inr = 1.1, fourth test inr = 3.1. Caller alleges inaccuracy with inratio. Results as follows: date 2007. Inratio: 2.6, 1.0, 1.1, 3.1. Lab: 0.9, 0.9, 0.9, 0.9, 0.9.

Manufacturer narrative:
Inratio precision data provided by end-use lot: 070332. First test inr = 2.6, second test inr = 1.0, third test inr = 1.1, fourth test inr = 3.1. Mean = 1.95 ; sd = 0.90; %cv = 46.0%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date 2007. Inratio: 2.6, 1.0, 1.1, 3.1. Lab: 0.9, 0.9, 0.9, 0.9, 0.9. Mean: 1.75, 0.95, 1.0, 2.0. Confidence limits: 1.2 - 2.3, 0.8 - 1.2, 0.8 - 1.2, 1.3 - 2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st and 4th data sets, both inratio and lab values are not within the confidence limits for inr testing. For the 2nd and 3rd data set, both values are within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time.